Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that the pump was not working properly. There was no reported adverse impact to customer's blood glucose. The customer declined follow up from technical support, therefore further information was unable to be obtained.